Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip misfired at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure performed on an unknown date. During the procedure, the clip misfired. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.